Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred during the night. Customer's blood glucose was 344 mg/dl with small ketones. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.